Event description:
Complainant alleged that during biomed testing the paddle controls were inoperable. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Customer alleged that during biomed testing the device would not discharge. Complainant indicated that there was no pt involvement in the reported malfunction.